Event description:
It was reported that a patient underwent total hip arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2013 due to alleged pain. The acetabular component and modular head were removed and replaced. The surgeon stated that he believes the patient may have a metal allergy. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-05427/05428).